Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included proactively replacing the r1 reagent syringe. There have been no further reports of discrepant results since abbott fs was on-site. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic/discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(6)) analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a false repeat (B)(6) alinity I hiv ab combo result on a (B)(6) yr old male patient. Results provided: sid (B)(6) heparin tube: (B)(6) serum tube: (B)(6); new sample procured: sid (B)(6) heparin = (B)(6), serum = (B)(6). No impact to patient management was reported.